Event description:
A report was received that the patient was experiencing incontinence. The physician explanted the patient but did not believe it was device or procedure related. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-70 serial#: (B)(4) model description: artisan surgical lead with platnalock technology - 70cm. The explanted device was not returned to bsn as it was discarded by the medical facility.